Event description:
It was reported: "the doctor inserted the catheter and when he took an x-ray saw a piece of the catheter in the pt broken off. He had to take out the catheter and insert a new one."

Manufacturer narrative:
A 1.5 cm section of the arterial catheter lumen was returned for eval. A visual exam of the lumen revealed that the lumen is cut, not broken. Horizontally in two locations. Melted lumen material was visible inside the lumen causing an obstruction. The lumen was forwarded to the MFR for further review. When the investigation is complete a supplemental report will be submitted.